Event description:
It was reported that during an attempt to reconnect a newly repositioned rv lead into the patient's pacemaker, the setscrew would not torque down properly with the wrench. The setscrew was backed completely out of the connector block and was unable to be secured properly. The device was removed and a new device implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; grommet and set screw damage found.